Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 07/2022). Device not returned.

Event description:
It was reported through results of a clinical trial that eleven months and eleven days post index procedure using a drug-coated balloon catheter, the subject developed adverse event of stenosis in cephalic vein due to decreased access blood flow. The subject had target lesion stenosis in cephalic vein with maximum initial stenosis of ninety percent. Standard percutaneous transluminous angioplasty, lutonix drug coated balloon catheter and conquest balloon were used for treatment. Treatment re-intervention was successful, no new access created, and the patient recovered with final residual stenosis of thirty percent. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 07/2022), g3, h6 (patient, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that eleven months and eleven days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of stenosis in cephalic vein due to decreased access blood flow which required an additional arteriovenous access circuit reintervention. Standard percutaneous transluminal balloon angioplasty procedure and drug coated balloon catheter were used to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. It was further reported that one year, eleven months, and fourteen days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of prolonged bleeding due to long segment stenosis which required an additional arteriovenous access circuit reintervention. Standard percutaneous transluminal balloon angioplasty procedure and drug coated balloon catheter were used to treat prolonged bleeding. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that eleven months and eleven days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein, the subject developed a serious adverse event of stenosis in cephalic vein due to decreased access blood flow. Standard percutaneous transluminal balloon angioplasty and drug coated balloon catheter angioplasty procedures were performed to treat decreased access blood flow. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. The current status of the patient is unknown.